Manufacturer narrative:
The reported issue was addressed with phone support. The customer exchanged out the endoscope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A system log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). A review of the instrument log for the 30-degree endoscope plus (pn: 470057-5, sn: (B)(4)) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4), indicating the endoscope has been used subsequently since this procedure associated with this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion/freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, a customer was having issues with the way the arms were moving, technical support was contacted and the technical support engineer (tse) was informed that the surgeon stated that both instrument arms seem to be moving diagonally when trying to move to the left and the scope would not really move. Tse suggested replacing the scope which resolved the issue. The customer was continuing with the system as is. The tse recommended for the operating room (or) staff to have the suspect scope removed from circulation and reprocessed. After reprocessing, or staff was to reinstall the scope onto the system for testing (not during a procedure). The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use with no damage noted. The issue was persistent until the scope was replaced. The issue occurred on the same arm and did not change after they tried to reseat the scope.